Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch surestep meter was giving an unidentified message. The reporter refused to troubleshoot the issue and provided limited information. It is not known when the alleged meter issue started. The reporter could not recall what the exact message was that the meter was giving. On an unspecified date/time, the patient received assistance/advice from an unidentified health care professional (hcp). The patient was treated with oral glucose. It is also noted that the patient was not tested on another device. The patient was reportedly in a "care center" at the time the reporter called lfs for assistance. No further information was provided. It would have been helpful to know the following information: when the alleged meter issue started, if the patient was still able to test with the device during the time of concern, if the patient developed symptoms after the meter issue started, his testing frequency, and his medication and diabetes management regimens. In addition, it would have been helpful to know if the patient made any changes to the regimens because of the meter issue, what actions the patient took in response to the meter issue, why the patient was in the "care center," what type of facility the "care center" is, when and why he received oral glucose, if the patient's blood glucose was tested by the hcp, and if the patient was using a correct technique for testing with the reported device. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient received oral glucose treatment as a result of the alleged meter issue. It is not clear as to the duration of the meter issue and what symptoms, if any, the patient had during the time of concern.

Manufacturer narrative:
Test strip lot # not provided. Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them, if either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.